Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to the system auto-reducing. Imaging revealed a possible lead fracture. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of high impedance/autoreducing was confirmed. As received, paddle lead had a break with all internal wires broken on one tail. The cause of the breakage is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.